Manufacturer narrative:
Concomitant medical products: 507658 lead, implanted: (B)(6) 2011; 506752 lead, implanted: (B)(6) 2011.

Event description:
It was reported that the patient's right ventricular (rv) lead dislodged and had high thresholds. The lead was revised and remains in use. No patient complications have been reported as a result of this event.